Manufacturer narrative:
The insulin pump was returned with blank display due to cracked and bleeding lcd. Analysis was unable to confirm button response complain due to bleeding display. The insulin pump had cracked on battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump was broken. The customer's spouse stated that the buttons were unresponsive. The customer's blood glucose was 245 mg/dl. The customer's spouse stated that the insulin pump was dropped. The customer's spouse stated that the insulin pump had a crack on the screen. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.